Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the stylet was still inside the lead body. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted implant in this patient's atrium. The lead exhibited pacing impedance measurements greater than 3000 ohms utilizing the device and the pacing system analyzer (psa). No adverse patient effects were reported.